Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an alarm that was telling him to fill the tubing, but it will not allow it to go to fill cannula. Customer was able to prime the tubing correctly. Customer had a high blood glucose level between 300-500 mg/dl. Customer received assistance inserting a new set last night but does not feel like the pump worked overnight because he woke up with a blood glucose level of 508 mg/dl. Customer changed his set and treated with the pump. Customer's blood glucose level was currently down to 178 mg/dl. Customer stated that the cannula did not look bent when he pulled it off his body. Customer's blood glucose level was 400 mg/dl at the time of troubleshooting. Customer changed the infusion again and treated with pump bolus. Pump passed the priming and high pressure tests. Customer was advised to change the entire set, reservoir, and insulin. Customer is trying another set and will speak to their health care professional. No further assistance needed.